Manufacturer narrative:
(B)(4).

Event description:
A volume discrepancy problem was reported; the actual residual volume (arv) was greater than the expected residual volume (erv): arv: 23, erv: 9.7. Pt had "not felt good" in last two months of his refill cycle. The previous first four "felt good". When the pump was filled pump under fluoroscopy no drug was noted in the pump. The pump was used to deliver morphine and bupivacaine 30mg/ml each. Rotor and dye studies were performed on (B)(6) 2011 during which the hcp wasn't able to aspirate the catheter, but rotor study was good. The pt was to be scheduled for a catheter revision soon. Additional info has been requested, but was not available as of the date of this report.